Event description:
It was reported that during the procedure, the screw was broken during insertion. The shaft of the screw was difficult to remove, so the surgeon decided to leave the shaft in the patient. The surgeon continues to monitor the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Visual examination of the provided pictures identified the fractured off screw head. There is nicks, gouges and deformation around the base of the screw head and damage within the hex area. No product was returned, further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No further information was available from the surgeon. Based on the provided pictures, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.